Event description:
Customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer completed the necessary steps to remove air from the cartridge, and, with guidance from technical support, successfully completed the load process and resumed insulin.